Event description:
It was reported that the procedure was to treat a perforation in a heavily calcified and moderately tortuous lesion in the right coronary artery (rca). The 2.8x26mm graftmaster covered stent failed to cross the lesion after several attempts due to the anatomy. Another graftmaster completed the procedure. There were no reported adverse patient sequela and there was no reported significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.